Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. After two hours of use, there was no error indication, but the contact force was wrong only during ablation. When the tip of the qdot micro catheter was checked, blood had entered the spring. The issue was resolved by replacing the catheter to another new one. Ngen used and no other generator was used. The procedure was completed without patient's consequence. Additional information was received on 23-apr-2024. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. No visual damages were found on the catheter pebax, but suspected some damages. The product will be returned for analysis and requested to check. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 12-jul-2024, observed reddish material and a hole on the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax on 12-jul-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-jun-2024. The device evaluation was completed on 12-jul-2024. The product was returned for evaluation. Biosense webster (bwi) conducted a visual inspection and screening test of the returned device. Visual analysis revealed reddish material and a hole on the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. For the damage on the pebax the IFU states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).